Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unk. Note: this report pertains to one of complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-01999, 3005099803-2009-02000, 3005099803-2009-02008, 3005099803-2009-02009 and 3005099803-2009-02019 for the other associated device info. It was reported to boston scientific corporation in 2009, that a leveen needle electrode, four grounding pads and a rf generator were used during an rfa (radio frequency ablation) procedure. According to the complainant, during the procedure, using a 5 centimeter probe, the lesion was burned. The site indicated that heat was applied for a long duration. The pt developed burns on the upper thigh 8 hours after case completion. The burns were treated and the pt is fine.